Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product and an evaluation of the returned device. Engineering determined that the weld was incomplete. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition was due to an incomplete weld. Subsequently, the complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter. During a thoraco/lobectomy, when removing from the package, parts around blue ring was being broken. Opened another. No further incident. The product was not used on a patient. Operating time not extended.

Manufacturer narrative:
Photograph of the device received on 04 sep 2016.